Event description:
The physician inserted the guide wire into the patient and advanced the guide wire forward into the patient's right coronary artery. The physician advanced a catheter over the guide wire to the mid right coronary artery. The physician performed an ivus study and obtained the data needed. The physician attempted to remove the catheter and felt resistance. The physician applied moderate force and successfully removed the catheter and the guide wire form the patient. The physician examined the tip of the guide wire and noticed that the tip area was curled and the tip segment was missing.the physician examined the catheter and found the detached segment inside the catheter. The patient is reported to be fine.